Event description:
It was reported that during a da vinci si surgical procedure, the surgeon felt that the tip on the maryland dissector instrument did not open well. Upon inspection of the instrument, it was discovered that one of the "chips" was not recognized. No missing or fallen were reported. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cables were broken at the hypotube, which caused two of the bearing located in the house to become loose. The other cables at the wrist were not damaged. It was concluded that the damage to the grip cables likely occurred due to improper cleaning. Failure analysis investigation also found that the main tube has missing insulation. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.